Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of glucose gel. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.